Event description:
Customer reported that pump declared an altitude alarm. Blood glucose did not exceed 500 mg/dl, indicating no adverse impact to customer¿s blood glucose level. Customer was advised on preventing altitude alarms by technical support, acknowledged the tips provided, and replaced the cartridge to resolve the issue, resulting in pump resuming normal operation.